Manufacturer narrative:
The product was not returned by the patient, therefore no product evaluation is able to be conducted. No x-rays, scans, pictures, or physician's reports were provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient reported she experienced increased pain after she started wearing the stimulator which she received a month prior to (B)(6) 2017. She stated her surgeon told her the pain is probably a result of her making new bone. The patient's doctor prescribed tramadol for the patient's symptom of pain.